Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 376 mg/dl. The user alleged the insulin pump was under delivering insulin due to insulin was not being delivered even on the tubing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual shots. Customer was assisted in programming of insulin pump. Customer declined for further troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.